Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation".

Event description:
It was reported that a malfunction alarm occurred. According to the customer, the pump may have been exposed to radiation during a radiation therapy session. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 150 mg/dl.